Event description:
Peritoneal dialysis (pd) patient contacted (B)(6) technical support to report a 16-1535-0 - micropore-paper tape 1x10yds w/dispenser. The patient called and stated she has a reaction to the paper tape. The patient has a reaction with red bumps and irritation. There was patient involvement, red bumps and irritation was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).